Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) in regard to a patient receiving dilaudid 10 mg/ml at 2.9 mg/day via an implantable infusion pump. The indication for use (IFU) was listed non-malignant pain failed back syndrome - other. The hcp was performing a refill on (B)(6) 2015 and when they pulled the drug out it had a yellow tint to it. The hcp reported that the drug was not cloudy at all; the fluid was yellow tinged when it was removed from the pump. Additional information received reported the yellow tint to the drug was not a sign of infection. The patient left without complications. There were no symptoms to report. The patient had not been seen since the refill. The cause was not provided.